Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional via a company representative regarding a patient receiving an unknown medication via an implanted pump. The indication for pump use was spinal pain. On (B)(6) 2017 it was reported that the patient¿s pump had run dry since (B)(6) of 2016 because the patient missed a refill due to being hospitalized for an accident. The patient was having an MRI next monday (related to the accident and not the pump or therapy) and then the following (B)(6) they were going to be refiling the pump. The patient had no symptoms related to the event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.